Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, low pacing impedance and p-wave amplitude variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of inadequate capture, low pacing impedance and p-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for a follow up. The patient's right atrial (ra) lead exhibited high capture threshold, out of range low pacing impedance and low sensing amplitudes. Chest x-ray confirmed ra lead dislodgement due to twiddler's syndrome. The ra lead was explanted and replaced. The patient was recovering.